Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. Customer¿s blood glucose level was 130 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm but unable to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarms noted during testing. The motor was tested outside of the device and passed.(B)(4).